Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
Rp 011513 - the dentist reported that after 2 months dental implant was installed in intraoral region 21#, its non-osseointegration was observed. In addition, the patient presented bone type ii and 10ncm of primary stability was achieved.